Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported malfunction of the steerable guide catheter. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor, who stated that there was no evidence of device issue or malfunction in causing or contributing to the thrombus formation. Underlying patient conditions could be causal. (B)(4).

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This event is filed for thrombus noted in the hemostatic valve, requiring aspiration as intervention to prevent serious injury. It was reported that on (B)(6) 2015, the patient with degenerative mitral regurgitation, underwent a mitraclip procedure. The steerable guide catheter (sgc) was prepared for use and no issues were noted. The sgc was advanced into the patient anatomy. After removal of the dilator, thrombus was noted in the hemostatic valve. Aspiration attempts were made; however, the thrombus could not be removed. No thrombus was found in the patient. The sgc was removed without difficulty. There was no adverse patient effect. A second sgc was used and one mitraclip was implanted, reducing the mitral regurgitation from grade 4+ to 1+. No additional information was provided.